Manufacturer narrative:
A system checkout was completed under another complaint and found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the mobile view station (mvs) battery was not holding a charge, and while transferring the system to a different room, the system would shut down. This issue was noted outside of a procedure, and there was no patient involvement.